Manufacturer narrative:
(B)(4). Batch #: u94h6n. Only event year known: 2020. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s35a device was returned with the upper jaw detached returned and the I-blade upper tip broken lifted. In addition, electrode and ceramic were returned firmly attached to the lower jaw and not separated as reported. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. It should be noted that product failure is multifactorial. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the electrode ceramic separate or break off? Did the I blade get damaged or break off? Is the jaw damaged but not broken off? Is the top jaw loose but not detached? Is the top jaw ptc material damaged? Is the black ptc in the upper jaw detached? Is the top jaw broken off the of the device? Answer = no additional information was provided.

Event description:
It was reported that during an lavh, the white piece broke off in the patient but was retrieved immediately. They opened up two more with additional issues of pieces breaking off. There were no patient consequences.